Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt), premature ventricular contraction (pvc) and one missed atrial signal. The technical services (ts) recommended to reprogram the ICD. This ICD remains in service. No adverse patient effects were reported.